Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe stopper was deformed. The following information was provided by the initial reporter: this is a report about a disfigured stopper. The customer found a disfigured stopper, which resulted in his/her being unable to measure the drug properly.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe stopper was deformed. The following information was provided by the initial reporter: this is a report about a disfigured stopper. The customer found a disfigured stopper, which resulted in his/her being unable to measure the drug properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: the customer returned (1) 0.3ml 29ga syringe, reporting damaged stopper. The syringe was visually inspected and observed slight deformation on the stopper. Based on the sample returned, embecta was able to confirm the customer-indicated failure. A review of the device history record was completed for batch# 2171572. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was able to duplicate or confirm the customer-indicated failure. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.